Event description:
Edwards received notification that this patient with a 25mm edwards surgical valve, implanted in the mitral position, has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to valve degeneration leading to regurgitation. A 26mm sapien 3 transcatheter valve was planned to be implanted within the surgical edwards valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events.

Event description:
Edwards received notification that this patient with a 25mm carpentier perimount valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately 12 years due to valve degeneration leading to regurgitation. The patient presented with shortness of breath in minimal efforts and chest pain. A 26mm sapien3 valve was planned to be implanted within the surgical edwards valve. The patient was noted as to be in stable condition. There was no indication of premature failure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.